Event description:
Device deployed for use. Subject was not resuscitated.

Manufacturer narrative:
(B)(4). Method: ECG from incident reviewed. Conclusion: device delivered one shock. A second shock was advised then cancelled due to change in ECG morphology. Issue is being reported due to associated pt outcome.